Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken by ambulance to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 1600 mg/dl. The patient lost consciousness, suffered a heart attack and went into a coma. The patient also suffered from a stroke, went into sepsis shock and had diarrhea. For treatment, diagnostic test was conducted. The patient was discharged at around 24 hours. The patient was moved from the hospital to a rehabilitation center. The pod was discarded. The pod was discarded. The patient was discharged around 24 hours.